Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to patient condition could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient transitioned to hospice care on (B)(6) 2020. Medical power of attorney decided to withdrawal lvad support. The patient expired on (B)(6) 2020 due to patient condition. There were no device issues or malfunctions that may have contributed to the outcome. The device operated as intended. The device will not be returned for evaluation. No further information was provided.